Event description:
It was reported to medtronic minimed that the customer experienced a sticky keypad and a stuck screen. It was reported that the customer had to press the keypad hard to see the alerts. Troubleshooting was performed for the reported events. The customer reported no adverse event. The event involved product(s) mmt-1885. The customer reported a frozen display. The customer called back after resting the pump for 2 hours and replacing the battery. The frozen display continued. No harm requiring medical intervention was reported. A product return for mmt-1885 was requested and the customer responded the pump would be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Inserted a test sc1-cap into the retainer ring and it locked in place properly. The retainer ring is solidly attached to the reservoir tube lip. Did not note, any cracks in or around the reservoir tube lip or in the retainer ring. Did not note, any cracks in the battery tube or in the battery threads. The pump was received, without a battery cap. The pump passed the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement and self tests. No frozen displays or unexpected display anomalies were noted, during testing. No stuck buttons, multiple press issues, button response delays or other keypad anomalies were noted, during testing either. All buttons were tested, while navigating the menus and they all worked properly. Thump software was utilized and uploaded trace/history files properly. The adapt tool does not list any 61=stuck button alerts or any pump errors that could potentially trigger a critical pump error (open book image) whatsoever. The case was cut open. After visual inspection, did not note any signs of previous moisture presence or corrosion inside the battery compartment or on any of the boards, assemblies and the motor inside the pump. No damage noted, to keypad assembly or the keypad traces. And j1 connector on pcb1 was locked properly, during visual inspection. In summary, the customer¿s report of a frozen display and intermittent keypad buttons both were not confirmed, during testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.